Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient was hospitalized for two days due to high blood glucose level, due to insertion in scar tissue. The blood glucose was reported 471 mg/dl and treated with IV and fluids of saline and insulin. Patient replaced infusion set and resumed insulin successfully. No further information.